Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd flu+¿ syringes leaked when administering vaccines. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: ¿I have had reports from the pharmacy operations manager that we are having issues with another batch of astrazeneca syringes (batch number 2008402) with the same problem, leaking vaccine.¿

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2008401. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further examination. The retained samples were evaluated and no signs of leakage were observed.

Event description:
It was reported that 2 bd flu+¿ syringes leaked when administering vaccines. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: ¿I have had reports from the pharmacy operations manager that we are having issues with another batch of astrazeneca syringes (batch number 2008402) with the same problem, leaking vaccine.¿